Event description:
It was reported that the patient was seen in clinic and her vns was unable to be interrogated so the nurse practitioner believes it is at end of service. The patient was referred for generator replacement. The therapeutic consultant checked the physician's programming system and it worked fine with his demo generator. The physician did not have the patient's settings as the generator was unable to be interrogated and the patient was new to the clinic. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2015, it was reported that the patient's generator was interrogated that day without issue.